Event description:
It was reported that approx 2-3 years after vena cava filter implantation, imaging performed for an unrelated pt issue demonstrated three detached limbs. The detached limbs were reported to be stable. No specific date has been scheduled vena cava filter retrieval. No pt injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.